Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the needles are falling out of the devices.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch suturing device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received. The visual inspection of the endo stitch suturing device noted no witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle, indicating proper alignment of the jaws when toggling the needle. Some plastic shearing of the toggle switch was noted. A pmv representative needle was loaded onto the endo stitch suturing device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. The file was concluded to be tested satisfactorily. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
Additional information received from the account stated that the issue occurred during a gastric bypass procedure. The needle fell into the cavity of the patient and was retrieved with a grasper. There was no patient harm.

Manufacturer narrative:
(B)(4).